Manufacturer narrative:
E1: patient city:(B)(6). Patient country:argentina.

Event description:
Reference number (B)(4). Event occurred in argentina. It was reported by the patient's father that his child faced a bent cannula event on (B)(6) 2024. The blood glucose level of the patient was 400 mg/dl. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.